Event description:
It was reported that a malfunction alarm identified as malf 9 occurred and the customer was unable to reset the pump initially. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump successfully. The malfunction code did not recur, and the customer continued using the pump with instructions to contact support if further issues arose.